Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced the stopper pulling out of the tube within the holder. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: part of the stopper is broken in the connection system. This was observed on two occasions in the same batch, when connecting the syringe for the injection of the radiopharmaceutical. O "dislodging of part of the stopper which remained stuck on the connection luer".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple device types reported to be involved. The information for the additional device types are as follows. Medical device type: jka / fpa. Common device name: blood specimen collection device; intravascular administration set a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd received 3 photos from the customer in support of this complaint. The customer photos were evaluated and show a device with the stem piece of the luer cap broken off in the female luer. Additionally, 100 retention samples from the bd inventory were subjected to a visual test for damage to the luer cap and one sample failed testing exhibiting a broken luer cap. Bd is able to confirm the customer¿s reported failure mode of breaks off during use based on customer photo analysis and the retention sample analysis. Bd was unable to determine a root cause for the reported issue. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced the stopper pulling out of the tube within the holder. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: part of the stopper is broken in the connection system. This was observed on two occasions in the same batch, when connecting the syringe for the injection of the radiopharmaceutical. "Dislodging of part of the stopper which remained stuck on the connection luer".